Event description:
It was reported that this right atrial (ra) lead exhibited noise. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited oversensing, noise, and pacing inhibition. It was suspected to be caused by header issues. However, it was not confirmed. Subsequently, a revision procedure was performed, and the physician opted to replace the pacemaker system. Both the right atrial (ra) and the right ventricular (rv) leads were surgically abandoned, while the pacemaker was explanted. No additional adverse patient effects were reported.